Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals oversensing with intermittent r-wave amplitude changes, leading into inappropriate shock. The noise was not reproducible with isometrics and the system was reprogrammed. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals oversensing with intermittent r-wave amplitude changes, leading into inappropriate shock. The noise was not reproducible with isometrics and the system was reprogrammed. This s-ICD remains in service. No adverse patient effects were reported.